Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-717b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe char on sufrace; the outer flow tubing open end exhibits minor scratch marks, and partially erased red octagonal sign and blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, with 15,379 joules used and 2:50 minutes expended, it was noted that the fiber broke. The fiber was not cleaned during the procedure. The fiber was exchanged and the second fiber, with 261,246 joules used and 29 minutes expended, it was noted that metal cap broke, detached in the patient and was flushed out of the patient. The fiber was not cleaned during the procedure. The fiber was exchanged and the procedure was completed with the third fiber. Patient outcome: no injury to patient reported. This report is for the first fiber.